Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. The unit fuses were replaced with new 8v fuses. Additionally, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked upon powering up and gave no error messages. The procedure was successfully completed robotically once a replacement vision side cart was brought in.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the erbe turned off unexpectedly. The customer switched the vision side cart (vsc) to finish the case as the erbe was not powering on. The technical support engineer (tse) advised to try a known working outlet. The vsc was already out of the operating room. The technical support engineer (tse) reviewed the logs and there were no related errors. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the biomedical engineering and they confirmed they checked the erbe with a new power lead on a known working power supply and the system still would not power on. Fse advised them to check the internal fuses and replace them with new ones. The biomedical engineer confirmed the fuses and the cables were working. The erbe was replaced to resolve the power issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.